Event description:
It was reported that prior to a coronary angioplasty treatment procedure, balloon damage occurred. The target lesion being treated was located at the left main (lm) and circumflex (cx) bifurcation. The physician took two 2.5x20mm apex balloons to perform kissing balloon technique. Prior to use the physician noted a burr on one of the balloons. Both balloons were discarded and the procedure was completed with two additional 2.5x20mm apex balloons. Physician thinks that the device was torn by the guidewire during preparation; both balloons were replaced due to complexity and high risk of procedure. No patient complications were reported and patient status is okay.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).